Event description:
It was reported the rigid video scope exhibited an unstable image (flickering) with blue/purple discoloration. The issue occurred during a unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent and the protector of the video cable section is cut based on the results of the investigation, it is likely the following led to the malfunction: the r-unit was broken and therefore the image was green. The cause was traced to a component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope exhibited an unstable image (flickering) with blue/purple discoloration. The issue occurred during a unspecified procedure. There were no reports of patient harm.